Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs ipg has reached premature eol. Surgical intervention is currently pending to get the ipg replaced.

Manufacturer narrative:
It was reported to abbott, a patient was receiving the ¿replace generator soon¿ message on their patient controller. The patient did not experience a loss of therapy. The plan was to replace the ipg. As of (B)(6) 2023, surgery had not been scheduled. The rep was informed the record would be closed and reopened as needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.